Event description:
Rn noted o2 sats had dropped to 87%. Finger probe on pulse ox adjusted, no change in o2 sat noted. Rn then became aware that the ventilator was not cycling, but instead was "just making a humming sound". Then noted blank screen on ventilator. Pt was manually ventilated, o2 sats increased to 98% within seconds.